Event description:
Parent reported inaccurate cgm values. The sensor was inserted into the arm, which is off-label usage of the device. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid.

Manufacturer narrative:
(B)(4).